Event description:
It was reported that a patient was experiencing vocal cord paralysis. The date of onset of vocal cord paralysis was not provided. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 did not contain description of programming history. Relevant tests/laboratory data, corrected data: follow-up report #01 did not contain diagnostics from throughout the event

Event description:
A programming history review of the patient's first generator revealed that diagnostics appeared to be within normal limits; however in 2011, high impedance was observed. The high impedance and subsequent generator and lead replacement on (B)(6) 2011 was previously reported in MFR. Report #1644487-2011-02743. The patient also appeared to be programmed to a high output current for several years prior to replacement.

Event description:
It was reported that the patient believed her left vocal cord paralysis began from her initial vns implantation surgery. The current surgeon could not verify the patient's account since he was not her original implanting physician. It was reported that the patient's former surgeon did not have any record of vocal cord paralysis in the patient's history. Programming history was reviewed for the patient's initial implant. No programming anomalies were observed on the date of implant. No further information has been provided to date.